Event description:
It was reported that during a percutaneous coronary intervention procedure balloon detachment occurred. Vascular access was obtained via the left radial artery. The target lesion was located in a graft of the right coronary artery (rca). A 12mm 5.00 veriflex stent delivery system (sds) was advanced to the target location and the stent was successfully implanted. During withdrawal of the veriflex sds the delivery balloon came off of the shaft of the device while inside an unknown guide catheter. The detached balloon was retrieved using a snare. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the device catheter was received with the distal portion inside a bsc guide catheter with a snare lodged inside the wire lumen. The hub was separated and not returned for analysis. The distal balloon cone was bunched. The mid-shaft was stretched and completely separated 11.5cm from the mid-shaft/hypotube bond. The fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. Due to the returned condition of the device, the distal portion of the catheter could not be removed from the guide catheter or snare. There was no evidence that the damage was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure balloon detachment occurred. Vascular access was obtained via the left radial artery. The target lesion was located in a graft of the right coronary artery (rca). A 12mm 5.00 veriflex stent delivery system (sds) was advanced to the target location and the stent was successfully implanted. During withdrawal of the veriflex sds the delivery balloon came off of the shaft of the device while inside an unknown guide catheter. The detached balloon was retrieved using a snare. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4).